Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of the c-section, what instruments were used to grasp the needle?, where was the needle grasped during use?, where is the piece of the device retained; in what structure?, were there any adverse patient consequences? If yes, please describe, are there any plans to remove the retained piece of the device?, lot #, what is the patient¿s current status?, if applicable, will product involved be returned? Return date, tracking information?. Note: two separate events were reported on user facility mw 0300360000-2020-8002. These events have been submitted via 2210968-2020-02489 and 2210968-2020-02488. (B)(4).

Event description:
It was reported via user facility medwatch form 0300360000-2020-8002 that the patient underwent c-section procedure in (B)(6) 2020 and suture was used. During closure of abdomen following the procedure, the tip of the needle was found to be broken off while the staff was removing needles from the needle counter at the of the procedure. An x-ray confirmed that a piece about 1-2mm was retained in the anterior right pelvis. Because of the small size, there was no attempt at removal. It was reported unknown if this was a device or user issue. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/30/2020. H3 investigation summary: it was reported needle breakage. A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode.the evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/22/2020. Additional information was requested and the following was obtained: date of the c-section: on (B)(6) 2019. What instruments were used to grasp the needle? Needle driver. Where was the needle grasped during use? The flat groove area where you apply needle driver. Where is the piece of the device retained; in what structure? Anterior right pelvis. Were there any adverse patient consequences? If yes, please describe. Tip of needle retained in patient: no attempt to remove it at the time. Are there any plans to remove the retained piece of the device? Not at the time of this hospitalization ¿ do not know if there are plans to do that in the future lot #. What is the patient¿s current status? Unknown - discharged. If applicable, will product involved be returned? Yes, if you send me something to return it in. Return date, tracking information? See above.